Event description:
It was reported that the pta balloon catheter was difficult to remove through the sheath; therefore, the catheter and sheath were removed together as single unit. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned within an 8fr introducer sheath. The investigation is confirmed for sheath retraction issues, as the balloon was difficult to retract through the sheath and the condition of the returned balloon indicates retraction issues (i.e bunching of balloon material at distal tip and flared introducer sheath tip). It should be noted that per the reported event details, it was stated that the device was inflated with a syringe. It is possible that the syringe was not able to pull enough negative pressure from the balloon prior to the retraction attempt through the sheath. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The report source did not have any additional details to provide at this time.